Event description:
The user received erratic ise results for 2 pt plasma samples in green top, gel separator tubes. When the user saw the low results, he repeated testing on the integra 800. All results are in mmol per l. Sample 1, initial sodium result was 84, repeat result was 124; initial potassium result was 2.6, repeat result was 4.1. Sample 2, initial sodium result was 81, repeat result was 130: initial potassium result was 2.6, repeat result was 5.0. The low initial results were not reported and the pts were not treated based on these results.

Manufacturer narrative:
The field service representative did not determine a cause as the user did not want service. He stated the site was de-installing the analyzer in one week.